Event description:
Cardiac patient had severe skin irriation and blistering in axillary area 12-24 hours after being prepped with 4vail-fx. The customer currently is using duraprep and had some of the same issues.